Event description:
It was reported that during a procedure "the coagulation button failed to work" on the ultrasonic scalpel. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual evaluation of the device revealed a indention in the teflon pad. The complaint device was connected to a scalpel generator for function testing. The device passed the initial testing. The device was successfully activated with the foot pedals and min button. However, the max button did not activate the device isolating the issue to the membrane switch assembly (msa). The device was disassembled and the switch was found to have compromised lamination and adhesive residue present on the max circuit. Most likely the deposits were impeding the circuit and preventing the device from activating when the max button was pressed. Corrective actions were implemented that have helped mitigate the occurrences. The reported event is not occurring more frequently or with greater severity than is usual for the device.